Manufacturer narrative:
Concomitant products: product ID: 305u225 tissue valve, implanted: (B)(6) 2016.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted due to a blood infection. It was noted that the ipg implant site and ipg pocket did not appear infected. The patient was treated with antibiotics and the ipg was not replaced. No further patient complications have been reported as a result of this event.